Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported in the past 10 days, patient would notice that recharging was getting longer from 50 minutes to 1.3-1.6 hrs. No falls related. No positional movement related. No emi related. The manufacturer's representative (rep) reported the following data from the recharger stats: 1.0 hr, date not provided: 1.2 hr, (B)(6) 2019: 50 min (B)(6) 2019: 1.5 hr, (B)(6) 2019 20-100% 1.6hrs, (B)(6) 2019: 30-100% 1.3 hrs, (B)(6) 2019: 30-100% 1.2hrs, (B)(6) : 10- 100% took 1.6 hr, (B)(6): 90-100% 50 mins excellent coupling on recharging dates. The impedances were reported to be normal: 800-1000 ohms. Patient turns stim off and lets screen go dark while charging. No programming changes had been made prior to this apt today. Programming adjustments did occur today but not related to the charging time concern. No further complications were reported/anticipated.